Event description:
It was reported that the e360 ventilator had an oxygen sensor error. Patient involvement is unknown. To address the problem the service provider replaced the oxygen sensor. The ventilator was reported to be working satisfactorily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.